Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the stylus of the programmer was out of calibration. It was noted the cursor did not align with the stylus, therefore it was unable to calibrate. It was confirmed that the display was the cause of the cursor not aligning with the stylus. The fan was found to be dirty. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software. Device then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was out of calibration and multiple attempts to re-calibrate were unsuccessful. It was noted the stylus was out of alignment with the upper right corner of the screen. It was further noted that the patient session had to be restarted and terminated. A different programmer was then used to complete interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.